Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer's current blood glucose level was 301 mg/dl. Customer stated that her husband was having high reading and does not know to deliver bolus, wife said that his blood glucose was going down now to 301 mg/dl. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.